Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was in stable condition.

Manufacturer narrative:
This report is to retract report 2017865-2020-00233. Submitted on 07jan, 2020. This report was erroneously submitted.  This is a not a reportable event as this is an investigation device exemption  product.  All previously submitted information should be corrected to not applicable and null fields.